Event description:
The home pt contacted baxter's technical service center to report a 2240 system error message that appeared on the display of their homechoice machine. While the service tech was troubleshooting the 2240 system error, the home pt stated that they had "just finished a bout with peritonitis". No further info was obtained.